Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor burr came loose from anspach motor connection and would not relock into motor. While starting to burr, the burr itself started to squeal on examination; the burr had come loose at the attachment point of the burr/anspach. Device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor burr came loose from anspach motor connection and would not relock into motor. While starting to burr, the burr itself started to squeal on examination; the burr had come loose at the attachment point of the burr/anspach failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.

Event description:
Burr came loose from anspach motor connection and would not relock into motor. While starting to burr the burr itself started to squeal on examination the burr had come loose at the attachment point of the burr/anspach. There was a reported surgical delay of three (3) minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Burr came loose from anspach motor connection and would not relock into motor. While starting to burr the burr itself started to squeal on examination the burr had come loose at the attachment point of the burr/anspach. There was a reported surgical delay of three (3) minutes.